Event description:
It was reported to boston scientific corp that, during a replacement of a ureteral stent (female pt, age unknown) the top coil of the stent located in the kidney would not open up to enter into the ureter for removal. Upon the attempt to remove the device, the pt experienced great pain, therefore, the physician decided to use "total anesthesia." A ureteroscope was then used to remove the device and another device was placed. The date of the event is unknown. The procedure was planned as an ambulatory case however, the pt remained in the hospital overnight due to the use of add'l anesthesia. The pt's condition was reported as "good."

Manufacturer narrative:
This device has been rec'd by the manufacturer, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. If there is any pertinent info as a result of the investigation, a supplemental medwatch report will be filed under the appropriate sequence number.